Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator (cde) contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the cde perform a reset and the reset was successful for reported issue. The cde did not report any injury or medical intervention.